Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome) approximately 6 weeks post lens implant. The patient noticed a decrease in vision. The lens was then repositioned approximately 7 weeks post implant. This report pertains to the patient's left eye.